Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bypass assembly and the intake check valve were replaced and the unit was returned to service. Unique identifier:(B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error that causes elevated co2 levels. There was no report of patient involvement.